Event description:
A male pt contacted lifecor customer support to report that he had received several arrhythmia alarms over the past several nights. Support had pt to do a few manual recordings and download. The manual recordings did not show a clear heartbeat and there seemed to be a lot of noise. The pt was asked if the garment fit correctly and he stated that it did . He was also asked if either bleach or fabric softener was used on the garment and neither had been used. Pt stated that the alarms occur with either garment. Support sent the pt a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt has been completed. The electrode belt was found to have a defective cable from ECG b to the distribution node. This caused the signal to be noisy and distorted when the cable was manipulated. The cable was reconditioned and the electrode belt was tested. Baseline evaluation was performed and the cardiac signal now appears normal. The cable was returned to stock. The root cause of this defect is unknown, but appeared to be caused by stretching of the cable due to pt use. The electrode belt cable was fixed. No adverse event resulted from the faulty electrode belt. The pt rec'd a replacement electrode belt.